Manufacturer narrative:
Update to section b5 section h6 evaluation codes were updated due to additional information received method code (annex b) remove b17 and add b13 result code (annex c) remove c20 and add c13 conclusion code (annex d) remove d15 and add d02 component code (annex g) remove g07003 and add g02005 h3: it was reported that while in use on a patient, the ht70 ventilator alarmed and generated a system error message and ventilation stopped. A review of the ventilator logs shows no definitive evidence to confirm or refute the reported loss of ventilation to the patient. The ventilator was not made available to medtronic for evaluation. It was informed that third-party service provider tokibo (tkb) performed the evaluation. Tkb could not duplicate the reported event. However, observed that the shutdown alarm did not sound. Tkb reported that it is plausible that the reported issue was due to a potentially faulty main control board, but the unit was disposed of without repairing it. The plausible cause of the reported event and additional finding were isolated in the field to a potential fault in the main control board. The event is included in trending and monitoring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated: it was reported that while in use on a patient, the ht70 ventilator alarmed and generated a system error message and ventilation stopped. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the ht70 ventilator alarmed and generated a system error message and ventilation stopped. The patient was removed from the ventilator and was placed on an alternate ventilator. There was no reported patient injury.